Manufacturer narrative:
The implant remains in situ. Neither the part number nor the lot number were provided; therefore, a review of device history records can be done. A radiograph was provided which confirms the event of a screw fracture at the c7 level. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted. Labeling review: warnings/cautions/precautions: potential risks identified with the use of this device, which may require additional surgery, include device component fracture, loss of fixation, non-union, fracture of the vertebrae, and necrosis of bone, neurological injury and vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation and/or breakage of device components. Postoperative management: the surgeon should instruct the patient regarding amount and time frame after surgery of any weight bearing activity. The increased risk of bending, dislocation, and /or breakage of the implant devices, as well as an undesired surgical result are consequences of any type of early or excessive weight bearing, vibration motion, fall, jolts or other movements preventing proper healing and/or fusion development.

Event description:
A patient underwent an anterior cervical discectomy and fusion spinal procedure in (B)(6) 2024. At the 5-month postoperative visit, a radiograph image revealed a screw fracture at the c7 level. The patient is asymptomatic, and there are no plans for revision surgery.